Event description:
It was reported that during a rotational atherectomy treatment procedure, a sheath leak occurred. While performing rotational atherectomy with a 1.25 mm rotalink plus, there was a leak at the tuohy and the burr sheath was leaking. The procedure was finished with this device with good results. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).